Manufacturer narrative:
The pump was received with button error alarm and no button response due to corroded keypad traces. The pump was received with cracked reservoir tube lip, cracked battery tube threads, severely scratched lcd window, severely scratched reservoir tube window, stained and peeling back address and or serial number label and missing end cap sticker. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had button error on their insulin pump. It was reported that the customer was unable to clear the alarm. It was reported that the pump would be replaced. No further information provided.